Event description:
The customer contacted beckman coulter inc (bec) to report a clenz leak in the lh780 instrument. The leak was noted after trouble shooting incomplete differentials (non numeric symbol :::::) on patient results. The customer was unable to isolate its source. Patient results or treatment was not impacted by this event. The customer was wearing ppe (personal protective equipment) consisting of a lab coat and gloves. No exposure (sprayed or splashed) to mucous membranes or open wounds was reported. No injury or death was reported in association with this event. On (B)(6) 2011, a bec field service engineer (fse) found the tubing from the diff shear valve to diff mixing chamber was clogged. This tubing can carry lh series pak reagents, blood and diluent. Clenz may be present during functions (f-44, f-45, f-46) performed by the customer while troubleshooting. The fse replaced tubing, ran startup, latron, controls, and retic, all passed. Root cause for the leak is attributed to the clogged tubing from the diff shear valve to diff mixing chamber.

Manufacturer narrative:
(B)(4).